Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was repotted that the ceiling cover for the light/fp suspension on patient left in or 7 has slid down and there is a gap. There were no reported injuries or adverse consequences.